Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/02/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the keypad cover was cut between the up and down arrow buttons; the relation of this device failure to the reported event could not be determined, as the reported event was not duplicated. Evaluation revealed that all of the keypad buttons were properly responsive. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the down arrow keypad button was under-responsive. Also, it was reported that the keypad sustained damage prior to the tactile change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.